Event description:
Olympus medical systems corp. (Omsc) was informed by a nurse that during an endoscopic sphincterotomy using the subject device with jf-260v, the cutting wire was broken off on activation. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to omsc for evaluation and investigation. Omsc found that not only the cutting wire was broken but also the coated portion of the cutting wire was torn, and the broken portion was scorched and melted.

Manufacturer narrative:
The subject device was evaluated and investigated by olympus medical systems corp. (Omsc). The knife wire was broken. When I checked the broken part, the wire coating was torn and the broken part was burnt and melted. There were no abnormalities of the outer diameter of the cutting wire. There were no abnormalities of the length of the coated portion of the cutting wire, and the cutting wire itself presented. There were no missing parts in the subject device. No other abnormalities were confirmed except the breakage of the cutting wire. No abnormalities were found in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Length of cutting wire length of coated portion operation of cutting wire based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. Due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. The output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. The above device handling has warned in the instruction manual.